Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen via an implantable infusion pump for intractable spasticity indications for use. It was reported that the hcp was attempting to interrogate the pump post magnetic resonance imaging (MRI) and were seeing "no device found." Technical services (ts) reviewed troubleshooting for best ways to get successful telemetry. Hcp would try again and call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.